Manufacturer narrative:
Results: the ruby coil embolization stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the returned device revealed that the embolization coil¿s sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. A fractured sr wire will allow the embolization coil to detach. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coils. During the procedure, the physician advanced a 5f guide catheter and a lantern delivery microcatheter (lantern) in the target vessel, and then attempted to advance a ruby coil through the lantern. While advancing the ruby coil out of the lantern, the lantern was retracted back into the guide catheter causing the ruby coil retract and embolized at the tip of guide catheter. Consequently, the ruby coil unintentionally detached within the guide catheter. The physician removed the lantern, and then removed the guide catheter with the detached ruby coil inside. The detached ruby coil was then flushed out and the procedure was successfully completed using the same guide catheter, the same lantern and a new ruby coil. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not use continuous flush. There was no report of an adverse effect to the patient.